Event description:
It was reported by service report that the bed was stuck in reverse trend with the head-end at mid height. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: malfunctioning cpu board caused the lift motor couplers to a loss of limits and getting damaged, which resulted in the bed being stuck in reverse trend with the head-end at mid height.